Manufacturer narrative:
Product event summary: analysis confirmed that the radiofrequency (rf) head would not interrogate. Additionally the rf head was out of specification on uplink functional testing. As a result the cable was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the radiofrequency (rf) head cannot find the pacemaker. The rf head was returned to the manufacturer for servicing. There was no patient involvement.